Manufacturer narrative:
Corrected data: health effect - impact code: "4629" should be removed and "2199" should be added. H6- medical device problem code: "2993" should be removed and "3189" should be added. (B)(4).

Manufacturer narrative:
H6: work order search found no similar complaints within associated lots. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -17.5/4.0/81 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on 28-feb-2023. The lens was intraoperatively implanted and removed due to a lens tear/break during injection/delivery into the eye. There was patient contact but no patient injury. On 09-mar-2023, the replacement lens was implanted and the problem was resolved. Causeof the event is unknown.